Manufacturer narrative:
(B)(4). The event date occurred on an unknown day in may of 2022. The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that there was a failure of blade, causing poor cutting of skin graft. Event occurred during surgery. There was no consequences or impact to the patient. A 10 (ten) minute delay was noted with no impact to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.